Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced urinary incontinence and urethral atrophy with his artificial urinary sphincter (aus) due to the device lost efficacy over time. Therefore, the physician decided to remove and replace the entire device. The patient is expected to make a full recovery.